Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event four days after diagnosis. The patient was treated with intraperitoneal vancomycin (dose, route, frequency, and duration not reported) for the event. After ten days, the patient was discharged from the hospital. Dianeal therapy was ongoing and the patient was reported to have recovered from the peritonitis event. Additional information is not available at this time.